Event description:
Device shocked pt during electrotherapy treatment. This malfunction causes the printed circuit board to change the stimulatory pt output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn.

Manufacturer narrative:
This device is for export only.